Event description:
It was reported that during a follow up the physician noticed the patient had t wave oversensing after biventricular stimulation. This issue was clinically resolved by reprogramming the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.